Event description:
A three-level hybrid revision was performed on (B)(6) 2013. One medtronic peek prevail cervical interbody device at an unknown level proved to be a non-union. The surgeon decided to remove it with the adjacent two prodisc - c devices and fuse the entire three levels. The surgeon stated there was no issue with the two prodisc - c devices. All three levels were fused with a cage, plate, screw construct. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).